Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the atrial electrograms (egm) during recorded ventricular high rate episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.